Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, it was initially reported that the pt was scheduled for a refill today, but an infection was determined. The physician did not refill the pump, and decreasing the concentration and dose rate was discussed. On (B)(6) 2011, additional info received indicated that the infection was at the location of the pump incision site. The incision site was cleaned, and ointment was applied. The pt was started on levaquin (500 mg). The pump contained hydromorphone (5.0 mg/ml at 0.2498 mg/day). The pt was noted as doing fine. Additional info will be provided in a f/u report as it becomes available.